Manufacturer narrative:
On 2019-nov-23 arjo became aware of an incident with the involvement of passive clip sling and maxi move passive floor lift. It was reported that during patient lifting from the bed, one of the grey clips broke. Following information provided, patient fell back into the bed. The fall occurred at the beginning of the lifting process, when the patient's distance to the bed was very short. The resident did not sustain any injury. After the incident the sling and lift involved in the incident were inspected by arjo qualified representative. Claimed sling was found to be old, with unreadable serial number and one of the clips broken lengthwise. The sling manufacturing date cannot be determined with a certainty. However, based on the photos attached to the complaint, we are able to clearly determine that the sling was fitted with old design "grey" clips, manufactured in may 2002. Therefore, sling was probably about 16 years old at the time incident occurred. No malfunction was reported regarding the lift. Instruction for use provided with this type of an arjo slings (max01510.int issue 3) states: "the useful life expectancy of the arjo sling is approximately two years providing the sling is used under normal usage conditions and is regular cleaned, decontaminated and examined and in accordance with arjo recommendations. "Do not use mechanical pressure - pressing or rolling, during the washing or drying procedures". Each component is subject to wear, therefore should be checked regularly. In the course of the investigation it has been concluded that the clip breakage was most likely related to regular use of the sling which led to clip wear. If the caregiver follows every guideline given in the device IFU, there is a low possibility of any potentially risky situation to occur. To sum up, while the incident occurred the passive clip sling and passive floor lift were being used for patient transfer. There were no abnormalities found within the lift that could have caused or contributed to the event. However, sling was not up to the manufacturer's specification because the grey sling clip was broken. The complaint was decided to be reportable in abundance of caution due to the circumstances: clip breakage at the initial phase of patient's transfer. Although no injury was sustained, there is potential for serious injury upon reoccurrence.

Manufacturer narrative:
After the event the involved sling and lift were inspected by arjo qualified representative. The lift was working properly according to the manufacturer's specification. Sling was found with one grey clip broken lengthwise at the top of it and with a not readable label. The sling has been taken out of service. Additional information will be provided upon investigation conclusions.

Event description:
On (B)(6) 2019 arjo has became aware of the event with involvement of maxi move passive floor lift and passive clip sling. It was reported that during patient lifting from the bed to the wheelchair, one of the grey clips broke causing patient to fall back into the bed. The drop occurred at the beginning of the lifting process, when the patient's distance to bed was very short. The patient did not sustain any injury.